Event description:
Good morning. I have to say... I have had "the coils" as I call them, for 7 years. Not a day goes by when the pain is not there. When on my cycle... Now extremely random... The pain is so bad I can barely move and it brings me to tears for the entire cycle, especially when I ovulate. All of the doctors I went to told me that there was nothing I could do and I would have to live with it for the rest of my life, then they tell me that tylenol, aleve and midol will kill the pain. They were wrong. For years I self medicated daily through alcohol because that was the only way I could get the pain to stop. After going through rehab a year ago for alcoholism, I am now sober but back in pain constantly. I am actually afraid to drive now because the pain can get so bad so fast that it feels like I am going to pass out at any moment with no warning. Not a good position to be in when you are driving 4 kids around. Then there is the weight gain. Since I had the coils inserted I have gained 40 pounds. No amount of diet or exercise will work. My skin has changed starting from day one. It is now extremely flaky and rashy from head to toe and at random places in between. My hair actually began to fall out within a month or two of the procedure and has become so fine and thin at the age of (B)(6) that I have less hair on my head than my (B)(6) father! My energy has declined to the point that I have to work just get dinner done but I cannot sleep because of the pain. My back and neck have been in constant pain and to lift anything more than 15 pounds send crippling pain from my pelvic region through my entire body. Keeping in mind that I got the implants when my youngest child was (B)(6), can you imagine not being able to pick up your own child when they are sad, scared, or hurt because if you do, you are in so much pain that you fall to your knees? Well, that is what I have had to endure. Sex...ha! It is so painful that, well, thank god my husband loves me. I have called the manufacturer and the only response I have received was that my complaint was noted and to have a good day or that my doctor must have installed it wrong. When I have tried to get it removed through insurance, they always say no because there are no vital organs effected... Pain is not good enough for (B)(6) apparently.